Event description:
The customer reported that urine protein results printed from the vitros 5,1 fs systems were reported in mg/dl measuring units while the same urine protein results at the customer¿s laboratory information system (lis) were reported in mg/l measuring units. Clinicians were notified of the issue and provided with the corrected upro results. It was confirmed that there was no allegation of patient harm. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed vitros upro results were reported from two vitros 5,1 fs systems were different from the units of measure for the same urine protein results displayed at the customer¿s lis. The cause was attributed to user error. The two vitros 5,1 fs systems in the laboratory were not correctly configured to report vitros upro results as mg/l, matching the configuration at the customer¿s lis. Once the vitros 5,1 fs systems and the lis were configured in the same units of measure, it was confirmed that expected upro results were obtained. The vitros systems performed as configured and no malfunction of the vitros 5,1 fs systems occurred.